Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the investigation results, the root cause could not be identified; however, it is likely that the cable failed due to internal flooding of the imaging system, leading to the malfunction resulting in image noise. The event can be prevented by following the instructions for use which state: the following description of connector breakage and flooding was found in the instruction manual of the device at the time of shipment. We believe that the indicated phenomenon can be prevented by this. Do not bump or drop the device. There is a risk of damage to the electrical circuits inside the device due to water leakage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the camera head, there was poor image due to cable disconnection. It was reported that an image noise when touching the connector side cable. The issue occurred during a procedure. The therapeutic procedure, trans cervical resection in saline (tcris) was completed with the continued use of the subject device. Additionally, the following devices: otv-s190 and clv-s190, were used in combination with the subject device: otv-s7h-1d. There were no reports of delay or patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found defective image (noise, background cannot be seen). This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: cable section cable twist and the connector part cracking and watertight failure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.